Event description:
The customer reported poor image quality, image whiting out. No pt injury.

Manufacturer narrative:
The service rep performed the following: performed complete functional check on system, auto fluoro tracking slightly high but in spec. Observed studies in question on hard drive, technologist came out of auto fluoro, in manual technique and image was too bright as a result. Calibrated ii dose/ auto mode tracking per ge oec proc. Using esd proc, now in spec. Tested auto brightness tracking at length, unable to duplicate any loss of auto tracking, system functioning as intended.